Manufacturer narrative:
Manufacturer date: 08/13/2015. (B)(4).

Event description:
The customer reported a positive result with a cyclesure (tm) 24 biological indicator (bi) after a completed sterrad (tm) 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) did not change color correctly. There was no load affected. The cyclesure (tm) 24 biological indicator was run in a cycle with no load items. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure (tm) 24 biological indicators. 1-ql1kuo and 1-qycu3n are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00494 and 2084725-2084725-2015-00495.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 08/13/2015 to 10/22/2015 and trending was exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure® bi was not returned for evaluation. The issue can be attributed to user error; therefore, no retain testing is required. The customer stated the bi was placed in a tube with no hole. Consequently, sterilant could not interact with the bi thus causing the chemical indicator disc to not change color. Also, a field service engineer discovered the cassette was inserted incorrectly into the sterrad unit. The unit has been repaired and bis are now passing. The most likely assignable cause for this issue is user error. The customer confirmed the issue was not with the bi and acknowledged the user error. Customer education is not required. It is unlikely the suspected positive bi was caused by a manufacturing issue as DHR review found no anomalies that would contribute to a positive bi result the issue will continue to be tracked and trended.